Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming basal/temp basal settings and issue with quality of insulin). This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 279mg/dl with polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose match active basal program total or are as expected and the basal history matches the active basal program settings. Troubleshooting also determined that the basal/temp basal settings were incorrectly programmed. Troubleshooting also indicated that there was an issue with quality of insulin. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly programming basal/temp basal settings and issue with quality of insulin.